Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone). The dose and concentration is "50mg/200." The reason for use was non-malignant pain. It was reported that before implant ((B)(6) 2018) she asked the healthcare professional (hcp) to place the pump on the opposite side of her body since there was a pump already sitting on the other side. After implant, the hcp placed her pump in the same place she asked him not to place it. Since the hcp placed it in a undesirable location, her pump has now fell out of the pocket completely and it is sticking out of her body. If the pump were to bump anything it hurts, the pump sets off store alarms, she can¿t wear jeans anymore, and even a police officer asked if she was carrying a weapon. Caller states it¿s embarrassing. She requested that the hcp move the pump to the opposite side of her body, but the hcp just keeps saying he is busy, and says he will schedule a revision surgery, but never does. She wants this pump fixed now because the pump does help with her pain. She is in very bad pain every morning she wakes up since implant, but when she gets active her pain subsides. She doesn¿t know where she would be without a pump. The caller is requesting that patient services (ps) reach out to the hcp directly and tell him he needs to handle her situation. Ps reviewed information and redirected to hcp, but also emailed the field. There were no interventions mentioned. The next refill/appointment scheduled near (B)(6) 2019. The situation is being addressed by the hcp. The caller inquired about getting the device removed; ps reviewed information. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jul-29. It was reported that actions taken to resolve the issue included the pump will be repositioned. It was clarified that the pump had not ¿fallen out of body.¿ there were no further complications reported/anticipated.